Event description:
It was reported that the ilet pump experienced repeated insulin delivery occlusion alerts followed by an ¿unable to proceed¿ message during a supply change, after which the user shut down the device and arranged for a replacement, with continued glucose monitoring via dexcom. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, though there was a delay to therapy. Investigation included communication with the user and analysis of information the user provided. Investigation of this case revealed a mechanical problem with the device consistent with insulin occlusions and a consecutive stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.